Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of service (eos) and had a charge circuit warning. It was noted that the patient was lost to follow up. The device was explanted and replaced. No patient complications have been reported as a result of this event.